Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. The pump underwent functional and pressure failure testing. It was found to have the remote dose cord connector pins missing, which was determined to be the root cause of the reported complaint. As a result, the microprocessor board will be replaced. The customer's complaint was verified.

Event description:
Information was received that a smiths medical cadd solis was not working with the dose cord. No patient injury resulted.